Manufacturer narrative:
This product is no approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside the united states.

Event description:
It was reported that this implantable pulse generator was found to be in safety mode upon interrogation at the procedure to electively replace the device. The patient had a reliable underlying rhythm, and the device was replaced without incident. The health care provider (hcp) was unsure if the device was already in safety mode or entered upon interrogation. Large pacing spikes were observed on the electrocardiogram and the hcp wondered if programming had reverted to unipolar configuration due to safety mode parameters. The device will be returned for evaluation. No adverse patient effects were reported.

Event description:
It was reported that this implantable pulse generator was found to be in safety mode upon interrogation at the procedure to electively replace the device. The patient had a reliable underlying rhythm, and the device was replaced without incident. The health care provider (hcp) was unsure if the device was already in safety mode or entered upon interrogation. Large pacing spikes were observed on the electrocardiogram and the hcp wondered if programming had reverted to unipolar configuration due to safety mode parameters. The device will be returned for evaluation. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.